Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, quality control (qc) and trends has been conducted for the purpose of this investigation. The complaint device was not returned to assist with the investigation. Based on the statement in the event description, it was determined that the sheath separated while in the patient. Per qc, the devices are 100% inspected for any nonconformities or defects. There is no evidence to suggest this product was not manufactured per specification. Without the benefit of a returned complaint device, the root cause could not be definitively determined. The appropriate internal personnel have been notified, and we will monitor for similar complaints.

Event description:
As stated in the user facility medwatch report: esrd patient with left forearm av graft thrombosis. To cath lab for thrombectomy. Guide wire in place; catheter inserted. 9mm balloon advanced into sheath and sheath broke loose. A 6 french sheath was substituted to the 8 french sheath and the remaining part of the sheath was retracted to the 8 french sheath catheter. After this, the physician proceeded with the stent placement without problems.